Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose of 400 mg/dl. Customer stated that her insulin pump is alarming motor error and the drive support cap is sticking out. Nothing further was reported.